Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise was observed via a stored electrocardiogram. The physician elected to abandon and replace the system (B)(6) 2019 and the patient was stable following.